Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occasionally, the cartridge tubing would kink while in customer's pocket. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer either performed a cartridge change or straightened the tubing to address the issue.